Manufacturer narrative:
Two (2) devices were used: device # 2: surgimend, p/n 606-004-102, lot #1101004 manufactured on 01/21/2011 with an expiration date of 07-2013. Histology of device # 2 showed a normal dermal collagen structure, and a low density of cells throughout the structure. There was no evidence of a foreign body reaction.

Event description:
The patient was scheduled for breast reconstruction surgery. The two devices were implanted on (B)(6) 2012; one under the upper skin flap (p/n 606-300-006, lot # 1204052) and the other as a sling (p/n 606-004-102, lot # 1101004) under an expander which was also implanted. The surgery went well and the patient was recovering as expected over the next 2-3 weeks. In (B)(6) she started to feel "ill", however, with no signs of infection. Her white blood cell count was normal and there was no fever. On (B)(6) 2012, it was observed that the center of the upper device (p/n 606-300-006) felt soft. Pus was aspirated. During surgery, the upper device appeared to be dissolving and was subsequently explanted. Part of the second device (p/n 06-004-102) was excised and explanted. The remainder was left in the patient. The expander was also explanted. At this time the patient is doing as expected. The doctor suspects either an infection, hyper-sensitivity or auto-immune reaction like the previously diagnosed erythema nodosum or to the antibiotics administered prior to or during her surgery.